Manufacturer narrative:
It was reported to philips, that the device won't charge at operational check. The field service engineer (fse), evaluated the device. And found, it does not charge at the operational check. The device needs a processor pca. Upon conclusion of the evaluation. It was determined, that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device won't charge at operational check. There was no patient involvement.